Event description:
The user facility reported water was leaking from their big blue housing onto the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and was informed that an employee had entered the gi lab and saw a large puddle of water on the lab room floor. No cycle had been initiated prior to the event. The technician de-installed the big blue housing and observed long cracks through the housing's sidewall. The technician replaced the housing, performed a test cycle and confirmed the unit was operating to specification. The big blue filter housing is not a steris product; we do not manufacture this product. This is not a product marketed or placed into interstate commerce by steris. The big blue filters are necessary based on the user's incoming water quality and are the responsibility of the user's to maintain. The system 1e was installed in july of 2012 and is currently under steris service contract. The last preventive maintenance was performed on (B)(4) 2013 at which time the unit was confirmed to be operating to specification.